Manufacturer narrative:
The electrode loop was returned to olympus for evaluation. The evaluation confirmed the reported loop damage. The electrode loop was found broken at the distal tip. It was also noted that minor burn stains were found on the distal end of the electrode. In addition, olympus was unable to perform a continuity test due to the condition of the electrode loop. The cause of the reported event could not be determined. As part of our investigation, olympus made multiple follow ups by telephone and in writing in an attempt to obtain additional information regarding the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the electrode loop broke off and fell inside the patient. The loop fragment was retrieved and no patient injury occurred. The procedure was completed using a different but similar device.